Event description:
During administration of chemo noticed leaking from the spiro connector (from top to bottom). Leaking from the upper end of the spiro to lowest portion of secondary tubing not the lower end of sprio to upper connector of primary tubing. Connection was tight and no crack in the device was noticeable. FDA safety report ID # (B)(4).